Event description:
Pt reported experiencing elevated blood glucose (500 mg/dl) as a result of dropping the device on a tile floor. Pt indicated that there was no obvious to the device. Pt indicated that she disconnected from the device, admin a bolus, and insulin dripped from the tubing.